Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that blood came out when the sensor was changed and that the cannula was broken. The blood glucose reading was 9.9 mmol/l. There were site issues and the signal was not found. The current sensor was removed and the cannula was not present. The introducer needle was not difficult to remove and the cannula had not been pulled up through the sensor base. The sensor will be replaced and returned for analysis.